Event description:
It was reported that the patient as seen for a routine follow up. Upon interrogation of this device, it was noted that there were episodes anti-tachycardia pacing (atp) and shocks delivered. The device delivered therapy for v>a despite being programmed off. Technical services (ts) reviewed the device data and noted that this occurred prior to the programming to turn off v>a and thus no further action was needed or planned as the device was performing as expected and programmed. No adverse patient effects were reported.

Event description:
It was reported that the patient as seen for a routine follow up. Upon interrogation of this device, it was noted that there were episodes anti-tachycardia pacing (atp) and shocks delivered. The device delivered therapy for v>a despite being programmed off. Technical services (ts) reviewed the device data and noted that this occurred prior to the programming to turn off v>a and thus no further action was needed or planned as the device was performing as expected and programmed. No adverse patient effects were reported.